Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed and no repair information was found. Per biomed the unit has not been repaired and no parts were replaced. As of right now the unit has been removed from service.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported smoke smell and now the unit will not turned on. The customer reported the device was not in use on patient.